Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08765 inches. No delivery anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump failed overnight. Their blood glucose at the time of the incident was 17 mmol/l. They treated with manual injection. Troubleshooting was performed. The device did not beep when changing the volume from 1 to 5. The device will be returned for analysis.